Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon broke most distal tip of screwdriver trying to disengage it from the screw being implanted. Surgeon also broke distal drill bit tip into two pieces while drilling, all pieces were retrieved.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Territory 239 reported that the surgeon broke most distal tip of screwdriver trying to disengage it from the screw being implanted. Surgeon also broke distal drill bit tip into two pieces while drilling, all pieces were retrieved. The instrument associated with this report was not returned. However, previous investigations have found other broken fluted tips and the root cause was use error . A search of the complaint database found additional reports of drill bit breakage and bending within the 2274 drill family. The previous investigations identified the function and intended use of the drill bits is to create an initial pilot hole in which screws can be placed to affix the acetabular shell to the acetabulum. These drill bits can be either flexible or straight. During the surgical procedure, as described in the surgical technique brochure 061142-050, the drills are attached to a hand-held power drill, and using a guide drill, pilot holes are created at the required angle for proper screw placement. The drill bits are manufactured with 455-grade stainless steel. 455-grade stainless steel has been approved for use in surgical procedures but not for the purpose of prolonged in vivo implantation. The pinnacle cups have screw holes for additional fixation using cancellous screws. The location and angles of these screw placements are very critical due to underlying soft tissue and nervous system damage that could result from improper screw placement. These angles can vary up to 34 degrees. These variations in angles and placement could induce eccentric loads on drill bits during use and could become susceptible to failure or breakage. In addition, multiple uses under extreme eccentric loading could result in premature bending or failure of the drill bit. A health hazard evaluation dva-106292-hhe was previously conducted. As part of the health hazard evaluation dva-106292-hhe the fmea#fde00-10 was reviewed, and this hazard/harm was addressed by that fmea. Previous investigations found as a result of trending health hazard evaluation, dva-106292-hhe was conducted. The investigation did not establish the need for corrective action based on no immediate patient risk, the low frequency of reported events, and suspected customer misuse as the root cause. No evidence was found of product or design error as a contributing factor. With no instrument returned and no more information, no root cause can be determined for this specific instrument. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419.